Manufacturer narrative:
Product analysis: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated right ventricular undersensing.

Event description:
It was reported that the a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited many short v-v intervals, low r-waves, no capture, an impedance drop, and had dislodged. Therapies for the lead were disabled and a lead revision in planned. No patient complications have been reported as a result of this event.